Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in a mildly tortuous coronary artery and had been stented. The opticross 6 hd imaging catheter was advanced over a marvel guidewire for intravascular ultrasound (ivus) examination of the target lesion. A pre stent ivus run was successfully completed over the same wire. During the post stent ivus run, the ivus catheter became entangled with the marvel guidewire. The physician pulled the wire and catheter out at the same time and both devices were removed from the patient in one piece. Another ivus catheter was not used. The procedure was prolonged. There were no patient complications and the patient fully recovered.